Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 20 mg/dl range, and resulted in emergency medical technicians being called on multiple occasions. Customer consumed carbohydrates to address bg levels. Additional details on specific occurrences was not provided. Reportedly, the customer suspected that the pump settings needed to be adjusted. Recommendation was made to discuss diabetes management with a health care professional.